Event description:
This patient has a medical history of marfans and prior aneurysmal rupture. A gore excluder aaa endoprosthesis was placed to treat an abdominal aortic aneurysm approximately eight months prior. In 2007, the patient presented with a proximal type I endoleak. In 2007, the physician placed 4 aortic extender components and a palmaz stent, but the endoleak persisted. The patient underwent surgical repair using an unknown graft four days later, all gore devices were explanted and discarded at the facility. No films are available.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.